Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not charging properly when plugged into multiple power sources and battery level was incorrectly displayed. Customer reported that there was no adverse impact to blood glucose. Customer reported that pump currently had a full charge and would continue to be used for insulin therapy until replacement was received.